Manufacturer narrative:
Device has just arrived at onxlti and visually inspected. Presence of thrombus was evident. The valve will be evaluated by our supplier of pathological analysis. In every case of pathological analysis of a thrombosed valve from (B)(6), the pathologist confirmed that the material was thrombus. At this time, we do not expect to learn anything in addition to the confirmation of thrombus. Thus, a follow-up report is not expected to be necessary.

Event description:
Valve thrombosis of the on-x mitral valve prosthesis. Valve thrombosis is an expected adverse event for a mechanical heart valve, and is pre-defined in aats/sts guidelines as 'valve-related." Therefore, it is being reported. Comments from surgeon's operative notes: this is a re-do mitral valve replacement (mvr). Onxm-27/29 valve leaflet stuck with clot. Valve was explanted and replaced. There is no record of the patient's compliance with anticoagulation therapy. Patient recovered from the surgery.